Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax (device #1) used to treat the patient. The information provided alleges the patient "began to suffer extreme disabling pain throughout his body. The patient is scheduled for anticipated hernia mesh revision surgery"; however, no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent bilateral inguinal hernia repair. As reported, one large bard/davol 3dmax mesh (device #1), lot no. Huaq1672, catalog no. 0115321, was implanted in the patient's right abdomen and one large bard/davol 3dmax mesh (device #2), lot no. Huaq1142, catalog no. 0115311, was implanted in the patient's left abdomen. It is alleged that, after the implantation of the bard/davol 3dmax mesh, the patient began to suffer extreme disabling pain throughout his body and is scheduled for anticipated hernia mesh revision surgery of the failed bard/davol 3dmax mesh. As alleged that patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.